Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 05/12/2025. An investigation was conducted on 05/13/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw, with detachment at the tip of the hot jaw. No other visual defects were observed; no additional testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000467582 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported when they were finished with the harvest and were removing the vasoview hemopro 2 from the tunnel when they saw tissue they wanted to divide. When they put out the hpii device and opened the jaws, they saw an "extra" piece. After taking the hpii out of the cannula, they saw that it was the heater plate separated from the jaw. They did not use the device after that and finished up the case. No new device was opened. They did notice extra bleeding during the case but could not find the source of the bleeding when they looked after removing the vein. They did hold extra pressure and applied a pressure dressing. Before the case ended, a second pa took a look and the bleeding had stopped and there was no additional drying up necessary. No patient injury.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.